Event description:
The device was used during an unspecified procedure. Reportedly components from both instruments disengaged into the pt's cavity. The surgeon was able to retrieve both components without injury to the pt.